Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2agu station was reimaged. The station was rebooted, and the station app ID was 1.4 while the site version was 1.6. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had a corrupt local database running version 1.4.4 and had not been upgraded to the server version 1.6.1. A field service engineer (fse) reimaged the station and the required software and remote software were installed, and the patch management component was configured. During setup, the station failed to connect to the network due to a duplicate internet protocol address. The ip address was updated, allowing the station to successfully register on the dashboard. Slow login performance was also observed, and a missing pyxis network cable was identified. A new network cable was installed, resolving the latency issue. The system functioned as intended after field service engineer repaired the device.